Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has high temperature alarm, automatic inflation failed, the patient has changed the machine. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code); report source.

Event description:
N/a.